Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the false upstream occlusion alarm. The upstream occlusion was caused by a failed upstream sensor. The upstream sensor was replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device alarmed upstream occlusion when no occlusion was present. There was no patient involvement.